Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.